Event description:
It was reported, that the device has a cracked front screen. There was unknown, patient involvement. The device evaluation, found a peeled downstream occlusion seal. Visual inspection confirmed, the reported screen problem and was replaced to correct the issue. The dso seal was replaced. The device, then passed all functional tests. The service history review had no indication, that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
One device was received, for evaluation. Visual inspection, found a peeled downstream occlusion (dso) seal. The reported problem was confirmed. And the battery compartment was replaced to address the issue. The dso seal was replaced. The device, then passed all functional tests. The service history review had no indication, that the complaint was related to a service of the device within the review period.